Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device gave a power supply error message. There was no reported patient involvement.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified during lab test. The problem was localized to single n channel mosfet q5, which was found to be damaged, and sr1 which was missing due to overheating of q5, which caused it to de-solder and fall off.